Event description:
It was reported that a balloon rupture occurred. The 70-80% stenosed target lesion was located in the mildly tortuous and moderately calcified distal left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in the middle at 12 atmospheres upon third inflation. The device was removed without any problem and the procedure was completed with another of the same device. No complications reported and the patient is in good condition after the procedure.